Event description:
Nurse claims while attempting to collect blood from peripheral line using luer adapter (without needle holder); nurse was sprayed with blood in the right eye and mouth from luer adapter.